Event description:
The customer reported erroneous hemoglobin (hgb) results on four (4) patient samples run on a coulter lh 780 hematology analyzer. The customer reported receiving hemoglobin and hematocrit (h&h) check failed error messages. The samples were re-run on a backup instrument, with results that were considered correct. Patient information was not provided for review. Samples were collected in 4ml becton dickinson tubes, and were run within one hour of collection. The customer did not question sample integrity for this event. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/07/2015. The fse found that the red blood cell (rbc) diluent dispenser pump was filling with bubbles and unable to maintain prime. Rbc and platelets (plt) failed high on startup. The fse replaced the rbc diluent dispenser to resolve the reported and observed issues, and performed diluent prime three times to dissipate any micro bubbles. The repairs were verified per established service procedures. No patient results or patient demographic data was provided by the customer. (B)(4).